Manufacturer narrative:
Race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in the cartridge, but the lens was implanted into patient's left eye. However, the surgeon noticed a crack in the preloaded lens after it was implanted into the eye. The lens was removed during the same procedure and replaced with another johnson & johnson lens of different model, but of same diopter was used as the replacement. The original lens was discarded. No other information was provided.

Manufacturer narrative:
Additional information and correction: additional information stated that the lens crack was at the haptic-optic junction. Suspect lens was thrown away due to the defect. Correction information was received which provided updated information on patient weight, initially reported as 188 lbs., correct weight is 185 lbs. The updated information is as follows. Section a4: patient weight: 185 pounds all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.